Manufacturer narrative:
Additional information in b5, b6 and b7. B5: upon follow up it was reported the patient was discharged from the hospital (unreported date "last week"). Treatment for peritonitis was discontinued. Pd therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The patient was hospitalized for the event and was treated with injection of vancomycin (1gm every 4 days), injection of amikacin (125mg) and fluconazole injection (200mg, once a day, route and duration were not reported). At the time of this report, the patient has recovered from the peritonitis event and was retrained on proper aseptic technique. No additional information is available.